Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.

Event description:
It was reported an unspecified tubing issue that is possibly related to the previous events of leaks, cracks or crumbling of the fixed collar on the distal end of extension set me2017. Although requested, additional information was not provided.

Manufacturer narrative:
The customer reported an unspecified tubing issue. Visual inspection of the as-received set sample observed pieces of the male luer component's collar and luer were broken off. No testing of the set was deemed necessary due to the obvious damage. The root cause was identified as design of the male luer component.